Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that ¿during total thyroidectomy a 7 mm nim tube failed. The cuff did not hold pressure, a second was opened and a proper seal was acheived. No harm to the patient.¿ further information states that ¿after the patient was successfully intubated during induction of anesthesia, there was an audible air leak, requiring extubation and reintubation.¿ there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.